Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. It appears that the lack of support during advancement of the acculink caused the hypotube to kink and the barewire to prolapse. Once the hypotube was kinked, it separated during removal. There is no indication of a product quality issue with respect to manufacture, design or labeling. The acculink ii 7-10/40 carotid stent system referenced was filed under a separate medwatch report number.

Event description:
It was reported that the procedure was a carotid stenting procedure to treat a de novo lesion in the anterior cerebral artery. The emboshield nav 6 embolic protection device was advanced first with success. Then, percutaneous transluminal angioplasty was performed with a viatrac 4 mm peripheral dilatation catheter. Next, they tried to advance the acculink ii 7-10/40 carotid stent system (sds) but in the mean time, the long sheath had moved back into the aorta. As there was now a lack of support to advance the acculink sds, it was impossible to move as the delivery wire had kinked or created a loop. When trying to mobilize the acculink sds, resistance was felt during removal, and the end of the acculink delivery system broke. Using contralateral approach and a 12f sheath, a snare was used to remove everything with success. The procedure was completed with balloon angioplasty. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. The final patient outcome was good. No additional information was provided.